Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of qb board a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a system failure of qb board, the power cannot be turned on. The most probable cause of the additional failure(s) is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor presented no reaction on screen when powered up. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.